Event description:
It was reported that the patient had contacted the manufacturer to see if they could have an MRI and was told ¿yes¿. The patient then had the MRI and the implantable neurostimulator (ins) ¿melted¿ in their body which caused them to have emergency surgery to remove the devices. It was also noted that the patient was badly burned with a symptom of burning sensation was reported. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. Product ID: 3889-28, lot# va080t8, implanted: (B)(6) 2013, product type: lead. (B)(4).